Manufacturer narrative:
(B)(4). The device was serviced by a service technician. This is an ancillary service event. Visual inspection, functional testing and alarm log review was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The f-94 alarm was identified during functional testing and alarm log. The cause of the condition was determined to be a depleted battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-94 alarm (configuration option settings). No additional information is available.